Event description:
A malfunction was reported by a customer, identified by the code "malf 12," but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, remaining within the normal range. Technical support provided reset instructions to the customer, who successfully reset the pump. The pump was confirmed to be functioning normally, and the customer was advised to continue using it and to contact support again if the issue returned.